Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r; upn: (B)(4), model : sc-1132, serial : (B)(4). Product family: scs-lead fixation, upn: (B)(4), model : sc-4316. The devices remain implanted in the patient. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient stated she experiences hives everywhere on her body since the device was implanted. The patient has intermittently been taking prednisone. The physician does not know the cause of the hives or if the hives are device related.